Event description:
The letter from the attorney alleges there were some modifications made by the dealer which caused the wheelchair to allegedly malfunction, causing the chair to run into a post and allegedly break the consumers leg.

Manufacturer narrative:
Manufacturer received a letter from an attorney alleging that there were some modifications made by a dealer which allegedly caused a wheelchair malfunction. The chair reportedly ran into a post, and the consumer allegedly broke their leg as a result of this modification. Chair has been in service for over 3 years and is no longer in warranty. Information suggests a dealer service error/modification.